Manufacturer narrative:
Sc-1110-02; (B)(4): the complaint in regard to the charging anomaly was not verified. Upon receiving, the device was completely depleted. The ipg was recharged using associated charger and full charge was completed in one charge cycle, the ipg linked to associated remote control. This result indicated that the device is capable of being charged fully under a proper charging method. The device passed the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient experienced difficulty charging. The patient underwent a revision procedure wherein the patient's ipg was replaced. The physician suspected malfunction.

Event description:
A report was received that the patient experienced difficulty charging. The patient underwent a revision procedure wherein the patient's ipg was replaced. The physician suspected malfunction.